Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring of a neonate an a nicu, the artery luer lock connection became loose and as a result the neonate lost a lot of blood. Blood transfusion was required.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and simulated use testing was performed. The leak as reported could not be duplicated. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.